Event description:
It was reported that the pt underwent pelvic surgery in 2004. On post operative day 1, the pt's hgb was 7.0 and the pt was transfused due to low hgb. Two weeks later, a hematoma, disruption of anterior vaginal wall closure, and exposed mesh were noted. The hematoma drained spontaneously, and estrace cream and cleocin cream were prescribed. The vaginal cuff was revised. About a month later, and some of mesh excised about four and half months later.